Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's reactions/infections. No lot release and sterilization records were reviewed because no product lot number was reported. Mylife omnipod insulin management system user guide: model: ent450, 14518-5c-aw rev e 03/16, using the pod 5 / page 42, living with diabetes 9 / page 108. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the customer experienced reactions/infections after pod wear. She started on antibiotics for one week after seeing her doctor.